Event description:
A malfunction occurred with the pump, identified by the malfunction code malf 24, and there were no notable events leading up to the issue. There was no adverse impact on the customer's blood glucose level. Corrective actions involved the customer reverting to an alternate method of insulin delivery called multiple daily injections (mdi) while waiting for a replacement pump, which was sent by technical support. The customer received instructions on pump storage and returning the faulty pump to avoid charges. They were also advised on how to program their settings and connect their continuous glucose monitor (cgm) to the new pump. Technical support confirmed the shipping address and set the delivery to require a signature.